Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device did power up properly after battery installation. The unit was received with operating currents within specification. No failed battery test alarms noted. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The unit was received with cracked case at display window corners and battery tube threads, and minor scratched display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level was not provided at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).